Event description:
In april 2026 the german society of cardiology (dgk) had the annual meeting and a presentation was made inclusive of an impella support. The presentation speaks to an impella patient who suffered a cardiac perforation during support. The presentation did not furnish patient or pump specifics, but does note that pericardial puncture with pigtail which was treated. The patient survived the event, and angiography noted it to be "controlled". The case is being reported with the minimal details provided in the slides presented. Causality is not known a this time.

Manufacturer narrative:
Patient information was not provided and section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3. The cause of the cardiac perforation/patient device interaction problem was not determined due to insufficient clinical details and no product return.